Event description:
It was reported that during anchoring for a stabilization of scafolunate surgery one implant broke at the time of insertion. The broken piece was retrieved from patient. The planned amount of implants was three pieces, but due to the broken one, four pieces were used. No harm for patient, operator or third party was reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation could not be confirmed. Visual inspection identified that the forked eyelet and anchor were not returned for evaluation. No damaged was observed to the swivelock driver. Device functioning testing could not performed due to the missing components.